Event description:
It was reported via international mallinckrodt facility (italy) that the cuff appeared deformed on one size 6lpc, low pressure cuffed tracheostomy tube.this was detected during a pre-insertion inflation test prior to actual use. There was no direct patient involvement.the device was returned on 11/05/97 to the manufacturer for identification, analysis and investigation.